Event description:
It was reported that during a da vinci urology procedure, the surgical staff noticed arcing through the tip cover accessory installed on the monopolar curved scissor (mcs) instrument. No additional info was provided. The planned procedure was completed and no pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for eval. The root cause of the customer reported failure mode cannot be determined. If the instrument is returned for eval, a follow-up MDR will be submitted.